Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2016 under general anesthesia. According to the complainant, during ablation phase of the procedure fluid was noticed leaking from the patient¿s cervix and subsequent fluid loss alarm was observed. The procedure was not completed due to this event. It was reported that the patient sustained burn to her vagina and buttocks and it was treated with burn cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.